Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - use in the pre-close procedure. The proglide is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, anterior needle, link, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection of the device indicated that the posterior cuff-to-needle tip detachment occurred while retracting the needle plunger as evidenced by damaged posterior needle. This could appear very similar to the reported cuff miss. Cuff-to-needle tip detachment suggested that there was resistance encountered during the needle plunger retraction. However, during testing, the proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. The suture was able to be removed from the device without resistance. There was no damage to the suture to indicate that it was dragged during the suture retrieval process which could result in cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted pre-closure placement of the proglide sutures in a mildly calcified common femoral artery prior to an endograft interventional procedure. Reportedly, a cuff miss was experienced with two devices used during pre-close. The angle was adjusted slightly and two other proglide devices were used successfully during pre-close. There were no reported adverse patient effects. Though requested, no additional information was provided.